Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that a follow-up CT showed there was a type ia endoleak. Per the physician the cause of the endoleak was due to anatomy. The patient has not and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.